Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Claim # (B)(4). Report resubmitted per FDA request.

Event description:
The reporter stated that the surgeon implanted a cc4204a single-piece collamer lens, +19.5 diopter, on (B)(6) 2016. The lens was explanted the same day due to surgeon noticing a crack in the lens. A new lens was inserted with no incident.

Manufacturer narrative:
(B)(4). There were no adverse events. (B)(4). There was no tear due to material integrity. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(B)(4). Claim # (B)(4).